Manufacturer narrative:
Unit passed the dat test in 0.08675 inches. Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit functioning properly during testing. Pump error alarm and pump error 4 alarm (variable info=3) confirmed in the pump history due to cold solder joint on u1 keypad assembly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. No unexpected battery errors noted during testing. Unit received with minor scratched lcd window, cracked keypad at select button, stained keypad overlay, faded serial number label, cracked case(battery tube), cracked battery tube threads and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had experienced multiple high blood glucose. The customer had a high blood glucose of 33 mmol/l on (B)(6) 2017. They treated with a bolus and their blood glucose went slightly down to 28.3 mmol/l. The customer noticed that they had previously bolused twice the normal amount. They performed a self-test on the device but received two pump error alarms. They bolused but their blood glucose hardly went down. The customer was nauseous, had acidification, pain, was tired and vomiting. They were admitted to the hospital. They were wearing the insulin pump at the time of admission but was told to remove it. Additionally, it was reported that they had incidents where they would not receive a complete bolus and the device would not alarm an occlusion. The insulin pump will be returned for analysis.